Manufacturer narrative:
Concomitant medical products: product ID 3998, serial# (B)(4), explanted: 2014-(B)(6), product type lead, product ID 3998, serial# (B)(4), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was having their battery replaced and an impedance test was performed at 3.0v. It was found that all contacts were >40000 ohms. It was noted the manufacturer representative disconnected and reseated ¿a few times¿ with no resolution. It was reported that prior to new battery impedance values were not taken due to a dead battery. (B)(4) - over-discharge/ loss of effect. Additional information received reported there was break in the patient¿s lead and the lead was replaced. It was reported than an x-ray was performed and confirmed a break in the lead. It was noted the lead was replaced on 2014-(B)(6). It was reported the patient was receiving effective therapy. No new information was reported. (B)(4).